Event description:
It was reported by service report that the scale would not zero and gave inaccurate readings. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Scale.